Event description:
It was reported that during a percutaneous coronary intervention treatment procedure stent damage occurred. The 90% stenosed lesion was located in a moderately tortuous proximal left anterior descending artery. The lesion was predilated with a 3.5x20mm maverick2 balloon catheter. A 3.5x20mm promus element stent was deployed at twelve atmospheres in the lesion. The stent was post dilated with the stent delivery balloon at eighteen to twenty atmospheres. The physician attempted post ivus with an non bsc imaging catheter, however, there was mild resistance during the imaging catheter crossing the stent implanted, and the catheter was unable to cross the lesion. The physician removed the imaging catheter from the patient. The physician found the stent had become shortened 4 or 5mm on the angiography. The physician post dilated this promus element stent again. Then a non bsc stent was implanted in the location of the deformed stent to complete the procedure. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).